Event description:
(B)(4) was notified of an event regarding the potential involvement of a medical device distributed by (B)(4) (nemoto contrast delivery system: dual shot alpha), in event (s) whereby pts have received an infection of (B)(6). CT exams (with usage of contrast media) were provided on an optima ct660 with a nemoto injector dual shot. During these examinations, the customer used non-original consumables and did not apply consumables 'single-use' (one syringe kit, one pt) policy as directed on each package. The (B)(6) rep has been informed. This product is not manufactured by (B)(4). (B)(4) is the importer of the nemoto injector dual shot.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital. If additional info becomes available, a follow-up report will be submitted.